Event description:
It was reported that the pump was hot to touch while charging. Reportedly, the customer was using non-tandem charging supplies to charge the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.